Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptable criteria. The omnipod user guide warns, "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 13.9 mmol/l [250 mg/dl] or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after 2 hours ( a total of 4 hours), replace the pod."

Event description:
The customer's mother reported that the customer's brother could smell insulin leaking from the pod. The customer had high blood glucose results. She said that his blood glucose result was 6 mmol/l (108 mg/dl) at 5:11pm, and he gave himself a 9.5 unit bolus at 5:32pm. At 8:26pm, it was 16.5 mmol/l (297 mg/dl), and he gave himself a 3.3 unit bolus. At 9:19pm, he gave himself another bolus (units not reported). At 10:03pm, his result was 25.1 mmol/l (452 mg/dl). The mother stated that the cannula appeared to be severed or have a small hole where the cannula and needle meet inside the pod.